Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographic details were not provided.

Event description:
The customer reported tubing disconnected and leaked from an unspecified IV catheter during a child's infusion, and that other staff have mentioned that disconnection and leaks have occurred recently, however no specific event details were available and no set was sequestered. There was no report of patient harm.